Event description:
Per the clinic, the patient experienced a chronic skin issue and an infection at implant site. Subsequently, the patient was treated with topical antibiotics and topical steroid (specific date and duration not reported). The device was explanted under a general anesthetic on (B)(6) 2024 and reimplanted with transcutaneous osia implant system.